Manufacturer narrative:
The device was received for evaluation. During functional testing, the failed downstream occlusion test was not reproduced. Evaluation inspected the device per downstream occlusion testing and the device passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor out of specification. Force sensor calibration was required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion testing at 22.75 pounds per square inch. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed 22.75 downstream occlusion" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor out of specification. The force sensor is required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.